Event description:
Health professional reported that after pt injection in the "sub-malar" and marionette area with one syringe of juvederm ultra plus the pt developed "hardened, raised areas at sub-malar region, marionette and up to tear trough areas. Hylased [on two different occasions]. Taking keflex and made recommendation to change to ciproflex." The physician has not yet responded to allergan's requests for further info. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to the FDA on (B)(4) 2011.